Event description:
Homecare pt was scheduled to receive 360 ml four times per day. Reporter described two events of under-delivery. In the first event, the pt was to receive 300 ml of formula mixed with 60 ml of water over 3 hours. At the end of 3 hours, 180 ml were undelivered. In the second event, 100 ml were undelivered. There was no illness, injury or medical intervention resulting from either event. One patient involved.